Event description:
A transoral incisionless fundoplication (tif) procedure was performed on (B)(6) 2011. There was nothing exceptional to report during the procedure. Surgeon performed an upper gi following the procedure to assess the new fundoplication. No leaks observed. Pacu reported that the pt did have a bout of retching and vomiting 6 hours after the procedure. Pt discharged after 24 hours and then re-admitted on (B)(6) 2011 because the pt was complaining of difficulty breathing and nausea. Her vitals were tested, and she underwent an upper gi followed by a CT scan. The upper gi revealed a small leak on the anterior portion of the esophagogastric fundoplication, below the diaphragm in the abdominal cavity. The surgeon placed a stent in the esophagus, 5cm above the leak and continuing down into the stomach. Pt administered antibiotics and was kept on clear fluids for a few days.

Manufacturer narrative:
Evaluation: method: other: because the adverse pt symptoms presented itself after discharging the pt, the device had already been disposed of per the hospital's standard operating procedure and is not available for evaluation. Results: pt induced. Pt retched and vomited approximately 6 hours after the procedure.